Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: exact date unknown, information not provided. Best estimate is (B)(6) 2020. (B)(4). The customer is not returning the device for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record,complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcu150 21.0 diopter intraocular lens (iol) was explanted from the patient¿s operative eye due to a mildly hyperopic result of +.5 diopter due to using the unoptimized zcu a constant in the ora (ocular response analyzer). The replacement iol is another model zcu lens. The procedure was uneventful and the patient is ok. The explanted lens will not be returned. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: received report from the doctor indicating he saw the patient today (B)(6) 2020. Reportedly, the patient is in great shape and had 20/20 va (visual acuity). No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.